Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device had a bad picture. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a bent outer tube with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during knee procedure, the device had a bad picture. There was no delay in therapy and back-up was not available. No patient injuries were reported.